Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Materials composition information on the pouch was also provided to the sales representative to share with the surgeon. The lot/batch number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was received: are there any photos of the pouch available showing the damage to the pouch (as device not available to return for analysis)? No

Event description:
It was reported that during an ob-gyn procedure, the bottom of the endopouch retriever (large) was chipped out. They reported they did not notice if the bag was stretching. The piece of plastic that they were looking for was never found and the specific size of the missing piece was unknown. Case was successfully completed with no patient complications reported. It was also reported that there were no post-op complications.